Event description:
The pt was receiving an infusion of cetuximab using IV tubing. The tubing developed a small crack during the infusion and began to leak. About 1 ml -2mg- of cetuximab leaked out of the tubing and onto the pt's hand. The pt washed his hands and did not experience any negative effects.